Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronicthe user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 181 mg/dl and sensor glucose was 81 mg/dl at the time of the event, the difference is outside the acceptable range. Other blood glucose value mentioned such as 68 mg/dl, 191 mg/dl, 189 mg/dl, 182 mg/dl. The sensor will not be returned for analysis.